Event description:
Device 1 of 2, reference MFR report: 1627487-2017-04028. Follow up identified one of the patient's scs leads was removed and replaced. Effective stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-04028. It was reported the patient experienced loss of effective stimulation therapy from the scs system. The patient stated he had x-ray taken which showed the lead had migrated. Surgical intervention may be taken as the next course of action.